Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage closure procedure was being performed. The transseptal puncture (tsp) was noted to have some difficulty and imaging was noted as "not great." After the tsp, the needle was removed and a safari2 guidewire was advanced. The ts sheath was then removed and exchanged for the watchman access system (was) which was advanced over the safari2 guidewire. Once the was crossed the septum into the left atrium, a pericardial effusion was observed. The patient became hypotensive and the activated clotting time dropped to 142sec. The effusion was drained via pigtail catheter with >400ml removed and blood transfusion was performed. Heparin was reversed with protamine. They decided to send the patient to surgery due to concern of perforation and unstable hemodynamics. The patient's chest was opened, but it was noted there was nothing to repair. An additional 100ml of blood was removed, but there was no obvious source of bleeding. They clipped the laa with a non bsc device. The patient remained intubated until 2 days post surgery due to airway swelling/inflammation. The patient was re-intubated 4 days post due to hypercapnia/hypoxia. The patient remained hospitalized for a period of time and was eventually discharged and is doing fine.